Event description:
It was reported that a suction catheter was broken in the "t" area. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. As part of the investigation, one photo was included. The failure mode reported could not be confirmed in photo attached, but it could confirm the lot number and the product description that matches with the description reported for the product. Two sample units were received with its unopened original package. After physical evaluation, the failure mode of broken connector was not confirmed and no damages can be observed on received sample units. No other analysis were required. Based on the sample provided and physical evaluation, the failure mode reported wasn't confirmed; therefore, no root cause can be determined. No corrective actions are required since failure mode was not confirmed. All mitigations placed were verified and it was confirmed and executed accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).